Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device connector body and nose pins were loose and the safety cable was missing. The connector cable was missing due to allowing the cable to come in contact with a sharp object, cutting the cable. Furthermore, the device showed signs of damage which was caused by sterilization process/immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was running hot and burnt the surgeon. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. The reporter was unable to provide additional information regarding the condition of the surgeon. It was not reported if there were medical intervention or prolonged hospitalization. The exact date of this event was unknown. Several attempts have been made to obtain additional information. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.